Manufacturer narrative:
User reported that the sensor was removed on (B)(6) 2020 due to infection. Infection at insertion site is a known and anticipated adverse effect, which does not require additional investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user had an infection at insertion site resulting in an sensor removal.